Event description:
It was reported that the patient¿s implant just stopped working one day. The patient ¿bumped it¿ and it stopped working so their doctor replaced the device and the lead wires in (B)(6) 2005.

Manufacturer narrative:
Concomitant medical products: product ID 3272, serial# (B)(4), implanted: 1995-(B)(6), product type receiver product ID 3487a, lot# l37275, implanted: 1995-(B)(6), product type lead, product ID 3487a, lot# l37275, implanted: 1995-(B)(6), product type lead. (B)(4).